Event description:
A minimally invasive surgery on the spine for a transforaminal lumber interbody fusion (tlif) for an unstable fracture at t11, with intended placement of 8 pedicle screws bilaterally at t9-t10, t12-l1, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d 1.5. During the procedure the surgeon: with the patient in prone position, made a small incision and attached the navigation reference array on the spinous process of l2. Acquired a fluoroscopy scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation verified accuracy by tracing the midline of the patient using the navigated pointer, and accepted the registration to proceed. Calibrated a non-brainlab tap and non-brainlab screwdriver to the navigation and accepted the accuracy of the calibrated instruments to proceed. Created a small incision over t9, used the navigated non-brainlab awl-tip tap to open the cortical bone to access the pedicle at right t9, and then placed a screw into the pedicle using the navigated non-brainlab screwdriver. Acquired a 2d fluoroscopic image and determined that the screw was not placed as intended - the screw was approximately 10mm rostral to the intended position, at both the entry and target point. Removed the screw and continued the surgery using conventional methods (without navigation) to replace the right t9 screw, and place the other planned screws. Completed the surgery. According to the surgeon: the misplaced screw was detected with intraoperative imaging during the surgery and was replaced during the very same surgery. The outcome of the surgery was successful as intended with all screws in the correct final intended positions at the end of the surgery. There was no actual harm or negative effect for the patient due to the misplaced screw, neither due to the prolonged anesthesia/surgery of 60 min. There were no further medical/surgical remedial actions necessary, done, or planned for the patient; hospitalization was not prolonged either.

Manufacturer narrative:
Outcomes to adverse event, type of reportable event: a risk to the patient's health could not be excluded for these specific circumstances, since a pedicle screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the misplaced screw was detected with intraoperative imaging during the surgery and was replaced during the very same surgery. The outcome of the surgery was successful as intended with all screws in the correct final intended positions at the end of the surgery. There was no actual harm or negative effect for the patient due to the misplaced screw, neither due to the prolonged anesthesia/surgery of 60 min. There were no further medical/surgical remedial actions necessary, done, or planned for the patient; hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating screw placement at right t9 10mm rostral from its intended position is due to a combination of the following factors: decalibrated non-brainlab c-arm that was used to acquire the patient image that was automatically registered to navigation and accepted by the user for this procedure. Specifically, as the test scan performed by brainlab after the procedure revealed inaccuracies, it is reasonable to conclude that the scanner became decalibrated before the surgery occurred. A decalibrated c-arm (due to e.g. Improper handling or damage) will result in an inaccurate navigation registration result. Relative movement of the vertebrae (t9) in relation to l2 where the reference was attached during the surgery. The indication of an unstable spine (i.e. Unstable fracture at t11) increases the likelihood of relative bone movement, in addition to the forces requires to prepare the bone and to insert the screw. Vertebra movements relative to the navigation reference array during surgery cannot be recognized by the navigation when displaying tracked instrument positions on the pre-surgery patient scan. Apparently the resulting deviation of the navigation display was not recognized by the user with the necessary navigation accuracy verification after the registration scan was performed, throughout the procedure, and while planning and placing the screw at right t9. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.